Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken PICC is confirmed; however, the exact cause is unknown. One photograph of a groshong PICC was returned for evaluation. An initial visual observation of the photograph showed the catheter in a clear, plastic bag. A complete break was observed in the catheter shaft. No details of the break site could be discerned in the photograph. Use residue was noted as well as a statlock device still secured to the catheter. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a broken PICC was found during a dressing change. The breakage occurred outside the patient's body. No other information available.